Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the left ventricular (lv) lead exhibited high pacing impedance measurement of 2191 ohms when programmed with the lv tip vector. It was noted that the threshold and sensing measurements were within normal limits, thus the physician suspected the tip of the lead was placed in poor tissue. However, the physican left the lead programmed with the tip vector. The cardiac resynchronization therapy defibrillator (crt-d) and lv lead remained in service and no adverse patient effects were reported.